Manufacturer narrative:
Evaluation summary: the exact cause of the bifurcate migration leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. CT¿s returned from 8 years post-implant revealed that the bifurcate had fallen into the 8cm aaa sac, and was positioned ~80 ¿ 90 mm below the renal arteries. The infrarenal neck was severely angulated, measuring ~80° a-p relative to the distal aorta. The aortic neck diameter measured 24mm near the celiac artery, ~39mm just below the renal arteries, and 20mm below the renals was ~40mm in diameter. The migrated bifurcate had folded over itself >90° near the level of the flow divider and this kink also caused the right/ipsi limb to occlude beginning at the flow divider. Distal flow down the right side reconstituted distal to the stent graft at the right external. The left/contra limb was patent. It appears likely that these events were caused by disease progression (neck dilatation) and aneurysmal morphology changes (neck and limb angulation). The cause of the implant difficulties with the valiant devices during the intervention was likely due to the severely angulated anatomy. The cause of the residual proximal type I endoleak could not be determined. Images during the intervention were not available for return. Implanting lower then intended below the renal arteries may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient presented for follow up with right leg pain. A recent CT revealed that the talent stent graft has migrated distally into the aneurysm sac with a proximal type I endoleak. The talent stent graft has also folded over and there is kinking in the right iliac limb that is occluded. Currently the infrarenal aortic neck is 37 mm in diameter. The physician performed a retroperitoneal incision for access of the device, as the selected valiant device was 8mm/24fr. The first valiant stent graft was advanced with difficulty through the patient¿s anatomy and implanted. The physician advanced another valiant stent graft but could not get through the kinked/tortuous area of the left iliac limb. The physician then tried another valiant stent graft but had the same outcome. The implanted valiant stent graft was slightly short of the renal artery and had a proximal type I endoleak. The physician re-ballooned with a reliant balloon however the type I endoleak remained however, the physician stated the type I endoleak should resolve after heparin reversed. The physician performed a femoral-femoral bypass. No follow-up is scheduled. The physician stated that the causes of the events were related to the infrarenal aortic neck dilatation and possible undersized stent graft. No additional clinical sequelae were reported and the patient will be monitored.